Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and the sensitivity has already been programmed to not sense but the true atrial rate appears to be an atrial flutter. Boston scientific technical services (ts) states that no atrial event stored because the permanent brady mode. The device is operating as programmed. Additional information indicated that patient came back to physician due to not feeling well. Also, ra capture is questionable at times and there is no back up pacing with right atrial automatic threshold (raat). In addition, the device was reprogrammed by field representative, and patient continues to complain about symptoms and is asking how to manage desynchrony. Ts discussed it is very rare to see vdd or vddr programming because it is necessary to have excellent, consistent ra sensing. The histogram distribution looks very good in the ra, unclear why the "r" is needed unless it is to provide ventricular pace (vp) support in the presence of the intermittent ra undersensing. Ts can see on the presenting ra undersensing occurring. Also, noted a pmt where at the very end there is a va dissociation due to the ra rate is slow, the lower rate limit (lrl) is 60ppm. To date, this lead remains in service. No adverse patient effects were reported. Additional information indicated that this ra lead was surgically abandoned. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and the sensitivity has already been programmed to not sense but the true atrial rate appears to be an atrial flutter. Boston scientific technical services (ts) states that no atrial event stored because the permanent brady mode. The device is operating as programmed. Additional information indicated that patient came back to physician due to not feeling well. Also, ra capture is questionable at times and there is no back up pacing with right atrial automatic threshold (raat). In addition, the device was reprogrammed by field representative, and patient continues to complain about symptoms and is asking how to manage desynchrony. Ts discussed it is very rare to see vdd or vddr programming because it is necessary to have excellent, consistent ra sensing. The histogram distribution looks very good in the ra, unclear why the "r" is needed unless it is to provide ventricular pace (vp) support in the presence of the intermittent ra undersensing. Ts can see on the presenting ra undersensing occurring. Also, noted a pmt where at the very end there is a va dissociation due to the ra rate is slow, the lower rate limit (lrl) is 60ppm. To date, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.